Manufacturer narrative:
Immucor technical support used a remote electronic connection method on 02aug2017 to assess the instrument test well image in question, which appeared visually positive.

Event description:
On (B)(6)2017, a customer site reported to immucor technical support an unexpected negative antibody screen when tested on a galileo echo on (B)(6)2017.